Event description:
The info provided to sjm indicated a 6f angio-seal sts plus was selected for use following a percutaneous peripheral intervention on (B)(6) 2014. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament. The angioseal was deployed via a contralateral approach to the right superficial femoral artery and hemostasis was achieved. Three days after the procedure, the pt was discharged. Two days after discharge (five days post-procedure), bleeding occurred during a meal at home. The pt returned to the hospital, and it was discovered a hematoma had developed. Hemostasis was achieved by manual compression for 30 mins. The pt was hospitalized for observation and was discharged two days later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined.